Manufacturer narrative:
The device was requested and was not returned by hospital for evaluation. Review of the DHR and complaint history was performed and no anomalies or adverse trends were noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The complaint was unable to be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated package insert, there are warnings in the package insert that state this kind of event can occur. Under "possible adverse effects," number 2 states, "early or late postoperative infection and allergic reaction." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to infection. All components were removed and replaced with a spacer mold. No further information is available.